Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the tasp exhibits signs of repeated use (nicked or gouged) and the anterior section of the part has been fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Event date - (B)(6) 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured and all fractured pieces were not returned. No adverse events have been reported as a result of the malfunction.